Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, during introduction, the shaft broke upon entering the guide. The device was pulled and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Updated- d4. Lot number, expiration date, unique identifier (UDI) #, and h4. Device manufacture date. Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 67.2cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, during introduction, the shaft broke upon entering the guide. The device was pulled and the procedure was completed with a different device. There were no patient complications nor injuries reported.